Event description:
Same case as MDR ID#: 2134265-2011-06030 and 2134265-2011-06031. (B)(4) clinical study. It was reported that during a stenting treatment procedure, the patient experienced severe chest pain, drop in blood pressure, embolization and slow flow. The patient presented due to unstable angina and non q-wave myocardial infarction. The first 99% stenosed and 14mm long target lesion was located in the 1st obtuse marginal branch artery with a reference vessel diameter of 3.0mm. After a 2.5x12mm apex balloon was inflated once at 8atm for 38 seconds for pre-dilation, a distal vessel spasm occurred and was treated with 400mcg of intracoronary nitroglycerin. Then a 3.00x16mm taxus liberte stent was deployed at the first target lesion, resulting in 0% residual stenosis. The second 80% stenosed and 15mm long target lesion was located in the distal left anterior descending artery with a reference vessel diameter of 3.0mm. The second target lesion was treated with direct stent placement of a 2.75x16mm taxus liberte stent resulting in 0% residual stenosis. The third 85% stenosed and 25mm long target lesion was located in the distal right coronary artery (rca) with a reference vessel diameter of 4.0mm. The third target lesion was treated with direct stent placement of a 4.0x32mm taxus liberte stent resulting in 0% residual stenosis. The patient then experienced severe chest pain and had slow flow presumed with embolization from the lesion. The fourth 75% stenosed 35mm long target lesion extended from the proximal rca to the mid rca with a reference vessel diameter of 4.0mm. The fourth target lesion was treated with direct stent placement of a 4.0x38mm taxus liberte stent overlapping the previously deployed 4.0x32mm taxus liberte stent. The patient experienced worsening chest pain and mild slow flow which was treated with 600mcg of intracoronary verapamil, resulting in timi 3 flow. Following post dilation residual stenosis was 0%. The physician states, "an acute marginal branch which had high grade stenosis that was occluded and was likely continuing to cause chest pain." During the procedure, the patient's systolic blood pressure was in the 60 range and IV fluids were increased. The patient received a dopamine drip at 6mcg per minute, 200mcg intra-arterial and neo-synephrine which got the blood pressure back up to the 100 systolic range. The patient was also treated with 60mcg intracoronary adenosine for slow flow which did improve the flow transiently. After the blood pressure was stabilized, the patient was given 900mcg intra-coronary verapamil with improvement in flow again. The subject also received 6mg morphine during the procedure for chest pain after the blood pressure had stabilized. The following day, the events of severe chest pain, drop in blood pressure and embolization were considered resolved without residual effects.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).